Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, restart error, rewind, basic occlusion, occlusion, prime, system sensor and excessive no delivery tests or verify failed battery alarm, low battery alert, weak battery alarm, low reservoir alarm and excessive no delivery alarm due to buttons not responding. No moisture damage on the lcd board, motherboard, interface board, radio frequency board, motor, vibrator motor and battery tube assembly during visual inspection. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose in the 500's mg/dl and the pump alarmed failed battery test, weak battery, low reservoir and no delivery. Customer treated with the pump. Troubleshooting found that the pump has condensation under the display screen but otherwise the pump appears to function as designed. The customer did not have a tubing clamp and was advised to call back when it was received for further troubleshooting. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product will be returned for analysis.